Manufacturer narrative:
A imp,tsv,4.1,11,mtx,mg (tsvt4b11) was returned for investigation. Visual inspection of the as returned product identified slight damage around the collar, possible due to the removal process. No other damage was identified. The returned device was measured with a caliper (cal3839 cal due: sep 25, 2020) and verified to match DHR specifications per dwg no. Pdtsvt4b11 (rev b). Functional testing to recreate the reported event could not be performed due to the nature of the event. The reported device was located on tooth # 19 and was used for approximately 2 years and 11 months . X-ray images were provided by the customer. The x-ray image shows the patients mouth with the product. Per dr. Ele, medical affairs manager, the report event can be confirmed. DHR review was completed for the subject lot number (63397998). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3036) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63397998) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) and device (tsvt4b11) . Based on the available information, device malfunction did not occur but the reported event was confirmed based on sme evaluation of the x-ray.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that an implant (tsvt4b11) was removed due to bone loss reported at tooth location 19.